Event description:
Boston scientific received information that a respiratory therapist reported experiencing atrial fibrillation due to the effects of shock therapy being delivered by this device while the therapist was performing chest compressions on the patient when an emergency code was code. The therapist reported being thrown back off the patient and against a wall by the delivered shock, and believes he began experiencing atrial fibrillation either later that day or the next as a result. The therapist said he had an electrocardiogram (ECG) conducted about one week after the incident due to feeling light-headed, and the ECG confirmed atrial fibrillation. The therapist said there were no external patches or paddles on the patient that could have delivered a shock, and that a device interrogation confirmed that the device delivered shock therapy at that time. The patient passed away after the code was ended; there were no allegations against this device or associated leads in connection with the patient's death. A boston scientific field representative was unable to provide additional information as to whether the therapist subsequently was treated for the atrial fibrillation or had a pre-existing history of atrial fibrillation.

Manufacturer narrative:
This investigation will be updated should additional information be provided.